Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during a routine procedure, the implantable pulse generator (ipg) was reprogrammed due to influence from electrocautery. It was then noted after the ipg parameters were programmed back to the original settings, the ventricular capture management (vcm) search timer had changed with no manual input. It was further noted that the vcm search timer had changed again when the physician attempted to adjust the device settings. The physician stated there was concern regarding the vcm activating while the patient was awake. The device remains in use. No patient complications have been reported as a result of this event.